Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sterile syringe convenience trays experienced foreign matter inside the fluid path. The following information was provided by the initial reporter: defect description: plastic particle found inside of bd syringe. The particle appeared to be a layered plastic, with a smooth side and a rough side. The smooth side was some kind of polyester thermoplastic, and the rough side was a polystyrene copolymer.

Manufacturer narrative:
H6: investigation summary three photos were provided to our quality team for investigation. Upon examination of the returned photo, a piece of a rectangular shaped, yellowish plastic / rubber on a flat surface was observed. However, none of the photos showed a bd canaan produced product or any correspondence to canaan's products. A device history record review was completed for provided lot number 2287749. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd sterile syringe convenience trays experienced foreign matter inside the fluid path. The following information was provided by the initial reporter: defect description: plastic particle found inside of bd syringe. The particle appeared to be a layered plastic, with a smooth side and a rough side. The smooth side was some kind of polyester thermoplastic, and the rough side was a polystyrene copolymer.